Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, d10,g4, h2, h3, h6, h10. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00867-1; 3002806535-2019-00868-1. As the product has not been received, the investigation was limited to the information provided. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as the item number and lot number is unknown. A review of the complaint database could not be performed as item number is unavailable. Without the opportunity to examine the complaint product, the root cause cannot be determined due to insufficient information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product not returned.

Event description:
It has been reported that two revisions occurred due to luxation.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It has been reported that two revisions occurred due to luxation.